Event description:
It was reported the programmer was connected to the sdn (software distribution network) and update for reveal linq software was tried and an error displayed. It was also reported the hard drive crashed. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up ok the first time, however after running programs, the device powered up to an error, as a result the main processing unit (mpu) circuit board was replaced. The "linq" error could not be confirmed, however, software was reloaded. It was also noted that the lower case was broken, the tab on the power cord bay was broken and the left antenna functional test was out of specification. (B)(4).